Event description:
Boston scientific received information that this device system was explanted due to pocket inflammation. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted due to pocket inflammation.